Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified artificial arteriovenous fistula. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation at 18 atmospheres, the balloon burst. The balloon that had been deflated and was pulled back through a guiding sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone; (B)(6).

Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 33mm in length and extended from a position 17mm distal of the proximal markerband to 7mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified artificial arteriovenous fistula. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During inflation at 18 atmospheres, the balloon burst. The balloon that had been deflated and was pulled back through a guiding sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event.